Event description:
It was reported the customer was receiving blank displays on their insulin pump. The customer's blood glucose was 123 mg/dl. Customer stated they had resolved the blank display issue by inserting a new battery. Troubleshooting did not find any damage to the battery compartment of the customer's insulin pump. The customer also reported several cracks near the lcd screen of their insulin pump. Customer could not recall how the damage to their insulin pump occurred. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
The insulin pump was received with normal operating currents. The insulin pump monitored for several days and no blank display noted. No damage found on the isolation tape noted. The insulin pump has cracked battery tube threads, cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked case at the reservoir tube window corner, cracked reservoir tube window, cracked belt clip slot and stained end cap sticker.